Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, cracked case near lcd window corner, cracked reservoir tube near reservoir window, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was not known. Nothing further was reported.